Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The long term loaner device was previously returned to pentax medical from a customer on 18-oct-2019 and inspection of the unit was performed on 21-oct-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel twisted in bending section, up/ down angulation knob play, distal tip annual maintenance, distal cap/ case cracked, passed wet leak test, passed dry leak test, air/ water socket worn thread, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 11-nov-2019: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, air/water socket, o-ring(0.5x1.3).